Event description:
It was reported that the deflectable videoscope had an image abnormality with irregular color tone. The issue occurred during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The issue occurred during a laparoscopic surgery procedure, which was completed with a similar device. There was a 10-minute reported delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed based on the results of the investigation, it is likely that electrical load or stress accumulated due to energization of the electrical circuit board, including electrical parts mounted on it and the video connector embedded in the distal end of the endoscope. Static electricity might have been accidentally applied, or overcurrent might have flowed while the system was powered on. Consequently, the electrical connecting condition temporarily deteriorated, adversely affecting the stability of the image signal output. This instability may have resulted in a fault in the electrical circuit board within the video connector. Additionally, overcurrent could have occurred due to connection/disconnection events while the system was powered on, overcurrent from other devices and electrical wiring, or the adhesion of dust and moisture to the electrical contacts both on the system and within the video connector. The instruction manual states the inspection method associated with the event in instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.